Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned with no clinical allegations. This medical device reporting (MDR) is being submitted because of reliability assurance test results.